Event description:
It was reported that the ventilator turbine was stuck (no pressure). It is unk if the ventilator alarmed or if the ventilator was connected to a pt when the reported problem occurred.